Event description:
A report was received that the patient was having difficulty charging and the ipg would turn on and off intermittently. It was also reported that the stimulation was uncomfortable and the patient was experiencing shooting vibrations. The physician recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging and the ipg would turn on and off intermittently. It was also reported that the stimulation was uncomfortable and the patient was experiencing shooting vibrations. The physician recommended an ipg replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4), description: artisan surgical lead, 70cm.